Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker stored inappropriate atrial tachy response (atr) episodes showing noise. A technical services consultant reviewed the episodes and confirmed the noise on the non-boston scientific right atrial (ra) lead was consistent with the minute ventilation sensor. The mv sensor was programmed off. Further evaluation of the ra lead was recommended; however, it was noted the lead measurements were all stable and within normal range. No adverse patient effects were reported.